Event description:
It was reported that the ilet pump generated repeated occlusion and consecutive stalled motor alerts, followed by a restart event, after which the user attempted a restart without supplies installed and received an unable to proceed message when trying to rewind. Symptoms included no change in blood glucose as reported by the user. Outcomes included device replacement and instructions to shut down the device, sync data to the mobile app, and continue cgm use via dexcom. Investigation included collection of user-reported event details and coordination for device return for analysis. Investigation of this case revealed an operational malfunction consistent with insulin occlusion and stalled motor alerts that prevented normal rewind and delivery functions. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.